Event description:
It was reported that a cartridge alarm occurred. There was no reported impact to customer's blood glucose. The distributor received the pump for investigation and was able to successfully load multiple cartridges and was unable to duplicate the error.